Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or3 sql database metric exceeded the threshold (t), and the remote smart service (rss) was timing out the customer stated that this malfunction was impacting surgical workflows and caused delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or3 sql database metric exceeded the threshold (t), and the remote smart service (rss) was timing out the customer stated that this malfunction was impacting surgical workflows and caused delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation & other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device structured query language (sql) database metric had exceeded threshold and remote support service (rss) was timing out. A technical support specialist (tss) dialed into the station and checked the data synchronization logs and maintenance, then ran the purge script to verify the stations database usage and purge status, but the purge deletion process encountered an error. Following the guidance in the knowledge article (ka) medstation es 1.7.4 devices are bloating maintenance service unable to get past purge deletion error, it was determined that the full sync had failed due to the station purge queue, and the database could not be shrunk further. Using ka medstation es 1.7.4 devices are bloating maintenance service unable to get past purge deletion error, the station deletion process was completed, allowing the purge to run successfully, and the purge queue began draining. After the purge completed, the field service engineer (fse) reinstalled component manager and the rss agent, configuring them as required for the technical lead to regain remote access. Remote access was successfully verified with the contact. Once the technical lead confirmed the connection and the rss issue was resolved, the device was reimaged. The fse configured the device fully, and synchronization was successful after replacing the network cable to resolve the issue. The system functioned as intended after the technical support specialist and field service engineer troubleshot the device.